Manufacturer narrative:
Correction: h11 - the reported events of a stretched helix, a use of device problem, high impedance, and a capturing problem were not confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including impedance test and output verification, found no anomaly contributing to capture or impedance problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a right ventricular leadless pacemaker (lp) exhibited low pacing impedance and current of injury after fixation. Waiting 5 minutes and performing a second tension test did not resolve the issue. The capture threshold then also increased. The lp was redocked to potentially reposition. During this time, it was suspected physician forgot to brace the handle of the delivery catheter which led to a stretched lp helix. The lp was removed from the patient and replaced to complete the procedure. Patient was stable with no consequences.

Manufacturer narrative:
The reported events of a stretched helix, a use of device problem, high impedance, and a capturing problem were not confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including impedance test and output verification, found no anomaly contributing to capture or impedance problem.